Manufacturer narrative:
The failure investigation has been completed and the alleged battery not charging issue was verified. Based on the analysis, the alleged ac power charger and usb cable issues could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable and wall adapter. Reportedly, the customer was initially able to charge the pump with an alternate cable and adapter, however the charging issue persisted and the pump battery was ultimately unable to be charged successfully. Customer¿s blood glucose level was 130 mg/dl. The customer reverted to manual injections for insulin therapy.